Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a shocking sensation in the right leg that was ongoing. It was noted the neurostimulator was reprogrammed on (B)(6) 2018. The hcp stated the patient told them about the shocking on a visit on (B)(6) 2018. The hcp noted looking back in the chart then found it noted on (B)(6) 2018. It was noted the shocking was possibly related to the device or therapy. It was noted the event was possibly related to the implant procedure. The patient had shocking sensation in their right leg when walking. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the exact cause of the shocking when walking was not known. The hcp clarified that the shocking began on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and from a consumer. It was reported that the event was due to programming and resolved without sequelae as of (B)(6) 2018. On (B)(6) 2018, it was reported that since the patient has had the device, they had shooting pains down their right leg. The patient had been experiencing incontinence the whole time, but it was not as bad, and at first was getting up 2 times a night and now 4 times a night and was wet when they sneezed or coughed. The patient had already tried p3, and the hcp changed it back to p1 and then p2. It was noted that the patent met with the hcp on (B)(6) 2018, and when the hcp changed it to p2, the shooting pains went away, but had returned again. At the time of the report, the patient changed from p2 at 2.3v to p4; it was noted that stimulation was comfortable. The patient was redirected to follow up with their hcp to discuss next steps if the program change did not resolve the issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient tried changing between program 3 to 4 but there was no difference in the right leg pain and no changes to the right leg pain when the patient turned the therapy off. Additional interventions taken included rehab therapy on (B)(6)2019, and reprogramming/the patient switching to program 4 on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that interventions included reprogramming the neurostimulator on (B)(6) 2018 and (B)(6) 2019, and rehab therapy on (B)(6)2018. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.